Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 it was reported that orbera balloon was leaking. The balloon was explanted and during the explanation it was reported that the balloon was deflated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 : device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.